Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported the patient became hypotensive when the channels powered off. The patient's bp decreased, 94/54 to 52/21 and then to 39/15 but returned to baseline (not provided) after the infusion were restarted. No long-term patient harm was reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported that two pump modules infusing norepinephrine and neosynephrine on a medical ICU patient alarmed "channel disconnected", and then turned off. The medical staff responded, "to rectify the pumps and reestablish the infusions¿. Although requested, the concentration, rate and dose were not provided. No patient harm reported.